Event description:
It was reported that during an operation, the laser displayed errors which could not be cleared. The patient was then switched to turp to complete the operation. No injury reported. Additional information was not reported.

Manufacturer narrative:
System analysis/service repair on december 08, 2014: the reported ¿errors 210 and 235¿ were confirmed and determined to be the result of a faulty laser power supply and resonator. The resonator s/n (B)(4) was replaced with resonator (B)(4). The system was tested and verified to meet manufacturer¿s specifications. The replaced resonator s/n (B)(4) was returned to ams and received 01/13/2015. Product evaluation summary: the resonator s/n (B)(4) was evaluated on january 21, 2015. The third and sixth bars on the diode s/n (B)(4) were noted dark. Fiber coupler lens was bright while lasing; lens was contaminated on the fiber side. Desiccant looked fine. Diode was replaced with s/n (B)(4). The fiber coupler lens lot c4592/c4597 and desiccant were replaced. The resonator was tested.